Event description:
It was reported that scale marking error occurred during use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter. "It has come to my attention that the batch numbers printed on the 5ml syringes that you manufacture are coming off during our disinfection stage making it impossible to read what the batch number and expiry date. This is not a problem that we have encountered before."

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. It was observed in all the photos the variable print that contains the batch and expiration date was faded. The single use syringes and packaging are manufactured to abide by the iso 7886-1 standard. Additionally, the variable printing process for blister packs has changed as of october 2018 to print the UDI information including the batch and expiration date on the top of the packaging. No comments can be made about disinfecting processes that occur outside of bd. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8064615. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-03-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred during use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it has come to my attention that the batch numbers printed on the 5ml syringes that you manufacture are coming off during our disinfection stage making it impossible to read what the batch numbers and expiry dates are. This is not a problem that we have encountered before."